Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported having difficulty charging the implant, it was taking 2 hrs to charge the implant, the device is very finicky with finding the ins when he is laying or sitting, and it has been going on for the past month and getting worse. The patient reported that while charging the ins and controller was at 100% and in mins the controller went to zero after he reset the controller. The patient had the controller unlock and the controller shows ins 30% terminated and controller 30% charged and controller is charging. No patient complications have been reported because of this event.